Event description:
A balloon ruptured on the first inflation during an arteriovenous hemodialysis fistula graft dilatation procedure. Another balloon catheter was used to successfully complete the procedure without patient complications. The device was received, evaluated and retained by this manufacturer. The engineering evaluation indicated a 1.3 centimeter longitudinal tear located from 8 millimeters distal to the proximal radiopaque marker to 3 millimeters proximal to the proximal radiopaque marker. Chatter marks were located on the balloon surface. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to by pass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. This device displayed characteristics consistent with a sharp external source, chatter marks on the balloon surface. Therefore, co believes the above factors may have contributed to this event and does not attribute it to the device. Directions for use state: "balloon rupture at lower pressure may occur in strictures exhibiting sharp points due to calcified material or staples...if loss of pressure within the balloon during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."